Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Zimmer biomet does not hold reporting responsibilities for this device. Alliance partner manufactured and holds reporting responsibility.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Zimmer biomet does not hold reporting responsibilities for this device. Alliance partner manufactured and holds reporting responsibility.

Manufacturer narrative:
(B)(4). Report source: source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the acetabular reamer fractured while reaming the acetabulum. No adverse events have been reported as a result of the malfunction and attempts have been made and additional information on the reported event is unavailable at this time